Event description:
Reporting status: malfunction. Reporting rationale: stent fracture has caused or contributed to pt injury previously. Device issue: stent fracture. It was reported that the pt came in for a second procedure, and it was found that the previously implanted promus stent had fractured. There was no pt injury. No additional event or pt info is available. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4).